Event description:
During routine testing of the device at the service center, the service technician reported the monitor displayed a "color chip failure" error message. The service technician found that the tab on the hematocrit saturation probe had broken off and was not properly secured to the cuvette. The hematocrit saturation probe was replaced to fix the issue. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.